Event description:
I've recently been notified by the law firm; (B)(6); that I should inform you of my situation regarding pelvic mesh. List of problems - constant urinary tract infection since product implantation urinary urgency, frequency and pain. Must remain on high dosage of antibiotics at all times. Revision/repair surgeries included but not limited to: 2007-surgical loosening of mesh, 2008-hysterectomy. Both procedures recommended by physicians as a possibility to improve problem, to no avail.